Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior colonic resection procedure, the doctor said that the shear appeared to decrease in efficacy on minimum power level, and worked generally below the acceptable level on maximum power level. Completed with the same like product. There was no pt consequence.